Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was a loose clamp on the sieve bed/manifold that was replaced. Additional malfunctions were the inlet filter was dirty, the blue zip tie on the sieve bed/manifold needed to be replaced.